Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported the issue of "a cassette not attached error¿ was confirmed by performing downstream occlusion test and unit would alarm instantly when cassette would attach. The probable cause was a bad downstream occlusion (dso) sensor. Replaced dso sensor and seal, calibrated dso, and performed test again unit passed test with the result of 25.30. Upon further inspection the battery door was cracked. Replaced battery door. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited "cassette not attached error" alarm. There was no patient involvement.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.